Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using too long of an implant, or placing the implant too deep.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2019 where two implants were installed on each side. The patient later reported to a new surgeon with left side radicular pain. The surgeon determined that the superior positioned left side implant was impinging on the s1 nerve root. Eight days after the initial procedure, the surgeon performed a revision procedure where he backed up, but did not remove, the superior positioned left side implant approximately five millimeters. The patient's radicular pain symptoms resolved following the revision procedure.